Event description:
It was reported that the fit and seal of the inner and outer cannulae was unsatisfactory on four (4), size 8 fen, fenestrated low pressure cuffed tracheostomy tubes. This was detected after the devices were reportedly in use less than thirty (30) days. It was also reported that the inner cannulae are cleaned and soaked in full strength h2o2 and are interchanged with outer cannula. Both of these practices are contraindicated on the device labeled instruction for use. There was one (1) pt involved with no reported pt compromise. The 8 fen devices were discarded and as such will not be returned to the MFR for ID, analysis and investigation.